Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 4.5 years remaining to 2.5 years remaining over the course of 1 year. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 4.5 years remaining to 2.5 years remaining over the course of 1 year. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.